Event description:
It was reported that after the anesthetic effect was stable, the bladder lithotomy position was taken, and the surgical area was disinfected and covered. It was stated that, with ureteroscope in hand, the ureteroscope entered the bladder through urethra under direct vision, and the examination of the bladder revealed the formation of a large range of bone trabeculae, multiple diverticulum, and multiple stones on the right side of the bladder triangle, the maximum being 2.0x2.0cm. The ureteral opening was concealed on both sides. A left ureteral opening was found on the side wall of a bladder diverticulum, and the ureter was entered through the left ureteral opening. The ureter was shaped to the lower left and then turned to the upper right. The upward examination revealed multiple ureteral stones with the maximum value of 1.0x0.9cm. After the examination, no large stone residue was found, and a tortuous ureter was observed on the way up, and no large stone residue was observed. The optical fiber was removed, a loach guide wire was placed, and the f5 double j tube was placed under the guidance of the guide wire. The mirror was removed from the bladder and bladder stones were found, and holmium laser was applied to break the bladder stones successively, and stone forceps were removed. The surgery was done. It was also stated that the intraoperative anesthesia effect was good, and the surgery was smooth. On (B)(6) 2023, the patient underwent "transurethral lithotripsy of bladder stones + transurethral left ureteroscopic holmium laser lithotripsy + left ureteral stent implantation" and then was given indwelling catheter lithotripsy treatment. At 17:54 on (B)(6) 2023, the nurse found that the urinary tube had fallen off, and the patient reported that the urinary tube had spontaneously slipped, and the check showed that the balloon burst. The patient had multiple stones in the bladder and multiple stones in the left lower ureter. The conservative treatment was not effective. The indications for surgery were clear and no obvious contraindications were found.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.